Event description:
It was reported the patient had a break in the catheter. The patient stated in late 2000, "she felt a snap and then a strange sensation". The patient had an x-ray in 2001, but the catheter was not checked at that time. No dye studies were performed as the patient is allergic to dyes. The patient experienced a significant increase in intrathecal and oral medications, thus the pump was replaced in 2004. At that time, it was noted there was a break in the catheter. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results = catheter.